Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment of upper case, lower case and liquid crystal display (lcd) lens being broken. Analysis also found that the two side bail covers, ring cover, and battery drawer were broken. The battery release and lead flex cover were contaminated and one side bail and ring were missing.

Event description:
It was reported that the unit was dropped, and the display and case were broken. The external pulse generator was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.